Event description:
Allegedly the femur fractured while inserting the hip stem at the final 3mm when seated, due to a poor fit in the femur. This was an extremely large man with poor bone structure. Cables used to wire femur on 11/18/98.